Event description:
It was reported that the patient's ipg is at end of service. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Exact date of event is unknown.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the ipg was explanted and replaced on (B)(6) 2023.